Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. It was noted that there was resistance when inserting the introducer to the right atrial lead due to a bent pin. The lead was removed, and it was noted that the pin was loose and broken. The lead was not used and replaced during procedure. There were no patient consequences.